Event description:
Boston scientific received information that a clinician contacted the field representative and stated that the last time she plugged the programmer in, it had a burning smell to it. The field representative noted that upon plugging in the programmer he did not notice a smell or see any other issues with the programmer. The programmer was returned for analysis. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found a melted internal component. Due to the melted component, the insulator had shorted and burnt causing unrepairable damage to the entire insulator. The entire insulator was successfully replaced. Analysis confirmed the allegation from the field.